Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), it was reported by a sales representative via email that an ar-3642sp knotless 2.6 fibertak white and black sliding passing stitch would not slide to pass the repair sutures. As a result, the anchor had to be removed. The case was completed using another ar-3642sp knotless 2.6 fibertak. This issue was discovered during an rcr procedure on 23-feb-2026. No additional information was provided. Additional information was received on (B)(6): the case was completed using another ar-3642sp knotless 2.6 fibertak. The surgery experienced a minimal delay, lasting only long enough to open a replacement device. Less than one minute of additional anesthesia was administered to the patient.